Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a battery out limit alarm. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
No battery out limit alarm noted during testing. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on liquid crystal display window, scratched reservoir tube window and missing end cap sticker.